Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons had intermittent delayed responses and would stick when pressed. The patient denied damage to the keypad and noted the ok symbol was worn off. The patient reportedly wore the pump exterior to a garment and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently unresponsive and required excessive force to activate. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was found to be faded/discolored. A test screen was inserted and functioned appropriately.